Event description:
While suturing patient in surgery, suture needle was noted to be 2-3 mm missing the tip when compared to another needle. Wound was examined, floor examined and table inspected with no tip of needle found. An x-ray of the abdomen was order on the patient which resulted with no needle tip found in patient. Guidelines followed.